Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a zone 2, 59x82 mm fusiform thoracic aortic aneurysm approximately 15 months ago. The proximal neck diameter was 38 mm in diameter and the distal neck diameter was 41 mm. There was mild thrombus and calcification at the distal and proximal neck. It was reported that at the 1 month follow-up the aneurysm diameter was 60 mm. There was type 1 endoleak present. At this time the pt was discharged without any treatment. The pt returned 1 year post implant and the type 1 endoleak was still present. Another manufacturer's stent graft was placed; however, the endoleak did not resolve and is still persistent. No further intervention was performed and the pt is still being monitored.

Manufacturer narrative:
(B)(4). Eval results and conclusion: endoleak. Thrombus and calcium in the proximal and distal necks.